Event description:
It was reported that the insufflator pressure and flow in the high flow insufflation unit did not remain within the specified parameters. The issue was found during set up/ inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the legal manufacturer's final investigation. Based on the investigation, the probable cause of the manifold unit failure was a disconnected manifold flow-sensor cable. However, the root cause could not be determined from the information available in this complaint and the investigation findings. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d8, g6, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: manifold unit failure a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: proper air supply was not possible due to a malfunction in the tubing components. Olympus will continue to monitor field performance for this device.